Event description:
It was reported that the catheter tip broke. Incident date: (B)(6) 2026. Details of complaint (reported issue): upon discontinuation of the patients peripheral intravenous (piv) line at discharge ((B)(6) 2026) the catheter tip fractured and remained within the patient's body. The external portion of the piv showed only a small segment of the catheter tip attached, indicating it had broken off. Ultrasound imaging of the patient's IV site was performed to confirm that the catheter tip remained inside the vein. Peripheral IV was inserted in (B)(6) hospital on (B)(6) 2026 at 0410am. The patient's hospital stay was extended as they were not eligible for discharge until necessary imaging and consultations were completed. An interventional radiology (ir) consult was obtained for catheter removal; however, the patient was not a candidate for ir removal of the catheter tip, which remains in the patients arm. Patient had surgery on (B)(6) 2026 for removal. Tip in bag.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.